Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose levels. Customer states having changed pieces of infusion set, but has had high blood glucose levels. Customer states that when he tried to give himself insulin, he smells the insulin. The customer's blood glucose at the time of incident was 463mg/dl. The customer's blood glucose at the time of call was 525mg/dl. The customer states he treated for high blood glucose by using twenty units of manual injection. The customer was advised to disconnect from pump, and remove set from body. The customer ran through trouble shoot steps to see if there were leaks or any malfunctions. Nothing was found, but customer will call back when customer receives tubing clamp to continue testing.